Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. The user facility did not provide the serial number, therefore omsc could not confirm the device history record. Also, other detailed information such as the reprocessing method was not provided. Omsc could not confirm whether there was a deviation in reprocessing by the user facility. Therefore, the exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to correct the following fields: a1, b1, d8, g2. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
An interview was conducted by olympus at the facility, and it was revealed by the customer that there was only one patient infected due to the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information from an interview/ reprocessing training conducted by olympus onsite at the facility, as well as provide the results from the legal manufacturer's final investigation. Device reprocessing training was conducted onsite at the facility, and the following information was noted by olympus: based on an interview with the person in charge at the facility, bedside cleaning (precleaning) of the device was not performed. It was reported from the customer that reprocessing work was outsourced to a subcontractor. The training was conducted verbally, as no manual was used during training. Prior to the reported event, an olympus sales representative gave a lecture on the cleaning method using the "tjf-q290v manual cleaning points" and "points to keep in mind when reprocessing tjf-q290v with oer-3/4/5." The lecture took place at the time of delivery, and the facility participants included in the lecture were the ¿cleaning staff and lead nurses.¿ after the reported event, a training workshop was conducted by olympus to ensure corrected device reprocessing at the facility. The workshop participants included the facility¿s infection control staff, cleaning staff, and head nurse. The participants were instructed on how to clean the tjf-q290v using the "tjf-q290v manual cleaning points" and "points to consider when reprocessing the tjf-q290v with oer-3/4/5. Finally, during the interview it was also noted that there was no history of a third-party device repair. Also, the facility utilizes the dry storage method and stores in endoscope reprocessor (oer-5) until alcohol flush. Although it was previously reported that the device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the final investigation (per CAPA-201237), a relationship between the subject device and the reported patient infection could not be identified due to the following: 1. No bacteria were detected in the culture test of the subject device. 2. Bedside cleaning (precleaning) of the device was not performed. This supplemental report includes a correction to h6 codes. H6 code (investigation findings) has been corrected from ¿3221¿ to ¿4228," and h6 code (investigation conclusion) has been corrected from "4315" to "18." Also, h6 code (type of investigation) has been corrected to provide codes ¿4111¿ and "4112," as the codes were inadvertently not included in the previous submissions. Also, additional information regarding the event was obtained by olympus during an onsite interview at the facility. Information has been added to b5. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h10 to include information that was inadvertently not included in the previous submission. The corrected information is as follows: it was reported that the suspect device¿s serial number is unknown. However, at the time of the event, the two serial numbers of the scopes used at this facility were (B)(6). The device (B)(6) was delivered to the facility in march 2020. The device (B)(6) was delivered to the facility in september 2020. The annual inspections/repairs performed on device (B)(6) is as follows: 02apr2021 ¿ 03jun2021: annual inspection (forceps lever watertight ng, rubber adhesive on bend missing/ig snaking tube flawed, forceps stand replaced) 22nov2022 ¿ 27dec2022: annual inspection (chipped/cracked/white cloud of curved rubber adhesion part) although the event date is unknown, it is estimated that the event occurred approximately 330 days after the delivery of the device (if the device involved in the event was (B)(6). The annual inspections/repairs performed on device (B)(6) is as follows: 04oct2021 ¿ 05nov2021: annual inspection (cracked curved rubber adhesion part, ig snake pipe flaw) 08dec2022 ¿ 08feb2022: annual inspection (chipped rubber adhesive part of bend, white cloud, burns on forceps stand) although the event date is unknown, it is estimated that the event occurred approximately 150 days after the delivery of the device (if the device involved in the event was (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the facility (per CAPA-201237 interview). The facility reported that at the time of the event, device reprocessing was not conducted according to the olympus instructions for use (IFU) manual. However, after the reported occurrence, (during an olympus demonstration) it was identified that there were deviations from the reprocessing procedures. Once cleaned, the endoscopes are natural-dried and stored by hanging in the dry chamber. At the time of the incident the drying chamber did not have the ventilation function, sometimes the door was opened, and the distal end was covered with gauze for prevention of droplets. Currently at the facility, only the frequently used endoscopes are stored in the storage chamber with the ventilation function and the distal ends are covered with a designated cap. Visual and functional checks are performed during preparation for use of the device. However, the endoscope is not inspected for minute damage. The device is sent out for repairs if obvious functional abnormalities during inspections before use occurs or when a doctor requests. It was also disclosed that part of the procedures of the bed-side cleaning are omitted, air/water cleaning adaptors are not used, and the duration of suction is not sufficient. The facility mentions that the deviations still occur to shorten the time for reprocessing in the endoscopy room and to allow to start the next endoscopy. Additionally, the facility outsources cleaning and disinfection. To prevent future occurrences, the facility has confirmed with olympus (during demonstration) that the correct reprocessing procedures are being followed. Per the facility, routine reprocessing training/education is provided to new staff members. Also, periodical hands-on training seminars are performed by olympus. Based on the additional information obtained by olympus, a relationship between the subject device and the reported patient infection could not be confirmed. Therefore, there is no change to the previously reported legal manufacturer¿s investigation findings.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus was informed from the user facility that one patient who had a procedure using the device was infected with pseudomonas aeruginosa. The user tested the device after the infection was identified, and no bacteria were detected. The patient developed slight fever symptoms but has already been recovered. Other detailed information such as the reprocessing method was not provided. The user facility did not provide other detailed information.